Event description:
Device malfunction: premature deployment. Time of symptoms/ae: during procedure. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that during a right internal carotid stenting procedure, there were device performance issues with the acculink. The target vessel was 80% stenosed and heavily calcified. During acculink deployment, the stent "jumped" partially beyond the target lesion. A second acculink was implanted to cover the entire lesion. There was no patient effect. No additional information was available.